Event description:
It was reported moderate effusion with aspiration was performed.

Manufacturer narrative:
The associated complaint device was not returned. A complaint history was performed and there were no prior complaints for part number 71420572 and no prior complaints for the other part numbers with the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.